Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. The customer's blood glucose (bg) level was "high" with trace ketones, exact value was not provided. A correction bolus was delivered via the pump and a manual injection to address high bg. Customer primed the tubing to resolve the issue. In addition, it was reported that the pump indicated a data log corruption. Reportedly, the customer continued using the pump for insulin therapy.